Manufacturer narrative:
Correction: the correct date of explant was (B)(6) 2011; not (B)(6) 2010 as previously reported. This report is filed (B)(6) 2011.

Manufacturer narrative:
This report is filed (B)(4), 2012.

Event description:
Per the clinic, the patient developed an infection and a subsequent extrusion of the internal device. The device was explanted on (B)(6) 2010. It is unknown whether there are plans to reimplant the patient with another device. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4).